Event description:
Caller reported patient was hospitalized with a blood glucose level of 40 mmol/l. Caller alleges elevated blood glucose levels due to inaccurate insulin delivery via infusion device. Caller stated patient was hospitalized for two days and treated with insulin via drip. Caller reported patient did not feel well. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).